Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product". Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of plug strap disk shell and one curved opening. A leak test and microscopic analysis was performed which identified: one opening sharp, two openings striated, nicks others/striated and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening in the side anterior assessed as unidentified (tear) opening, total delamination of plug strap disk shell assessed as adhesive failure, two openings striated in the side posterior assessed as surgical damage, nicks others assessed as non-penetrating nick and nicks striated assessed as surgical tool scratch like. Additional, changed, and/or corrected data: d.10., h.3., h.6.